Manufacturer narrative:
Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the leadless pacemaker (lp) exhibited a stretched helix during mapping. The physician removed and replaced the lp. The patient was in stable condition.